Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A dissection immediately adjacent to the proximal extent of the device was observed after deploying the device, but there was no obstruction of blood flow to the branches of the abdominal aorta, so no further treatment was performed. The patient tolerated the procedure. Reportedly, that the patient had a history of thoracic aorta dissection and an osg (open stent graft) was placed; thus, the patient's aorta was considered prone to dissection.